Event description:
It was reported that the 9800 system intermittently locked up, and the fluoro timer would not advance. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer and fluoro functions board upgrade were installed during the service call. The system was tested and found to be working as intended, and put back into service.